Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : photograph provided.

Event description:
It was reported that at the end of the procedure the sterile scrub used a piece of surgical gauze to clean the tip of the needle electrode as it had a build-up of burnt tissue. Whilst doing this the needle tip detached from the pencil and broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that at the end of the procedure the sterile scrub used a piece of surgical gauze to clean the tip of the needle electrode as it had a build-up of burnt tissue. Whilst doing this the needle tip detached from the pencil and broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.